Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g4; h2; h3; h6. Reported event was unable to be confirmed due to limited information received from the customer. Visual examination of the provided photo identified the reamer has fractured. The device shows signs of use and wear. Damage obscures several digits in the lot number. Possible lots were reviewed based on legible digits in the provided photo. However, multiple lot possibilities were identified. As product was not returned, further analysis could not be performed. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported during surgery, the post reamer fractured off. No foreign body retained.attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D4: possible lot: 97020952. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.